Event description:
The distributor reported on behalf of the customer, the sample did not flow through the forceps/instrument channel and was possibly clogged in the evis lucera elite colonovideoscope due to incorrect reprocessing. No patient harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was not confirmed. Additional issues were found. The lighting lens was cracked due to an external factor (tip hit). The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. There were scratches on the insertion tube, operation part, switch box, up/down/right/left knobs, right/left angle fixing knob, insertion part, grip, universal cord, operation part side of the universal, scope connector side of the universal cord, and scope connector cover due to external factors. Dirt that was difficult to remove was found on the objective lens due to handling (insufficient cleaning). The operation part was damaged due to an external factor. There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). The curved rubber adhesive was missing. The suction cylinder was scraped due to an external factor. The drainage function did not meet the standard due to dirt on the objective lens. The paint on the air / water supply cylinder and suction cylinder was peeled off. There was a scratch on the ring for hardness adjustment. The universal cord was difficult to remove due to handling (insufficient cleaning). Wrinkles were found in the universal cord due to external factors. The scope connector, objective lens, and tip cover may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient reprocessing or handling. It is recommended that the user facility be instructed/reinstructed on the method of handling regarding usage environment and reprocessing of the device. Olympus will continue to monitor field performance for this device.